Manufacturer narrative:
Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's left hip was revised. After patient complaint of pain, head was found to be disassociated from the stem (head was seated in liner, liner was fixed in shell). Surgeon trialed a new head which didn't fit. Surgeon then tried an adaptor sleeve which also didn't seat properly. Stem was revised due to excessive wear of the trunnion. Patient was revised to a 36mm size g eccentric insert with competitor stem and head.

Event description:
It was reported that patient's left hip was revised. After patient complaint of pain, head was found to be disassociated from the stem (head was seated in liner, liner was fixed in shell). Surgeon trailed a new head which didn't fit. Surgeon then tried an adaptor sleeve which also didn't seat properly. Stem was revised due to excessive wear of the trunnion. Patient was revised to a 36mm size g eccentric insert with competitor stem and head.

Manufacturer narrative:
An event regarding disassociation involving a metal head mated with an accolade stem was reported. The event was confirmed based on the explant photos and x-rays provided. Method & results: product evaluation and results: not performed as the device was not returned. Medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: x-ray confirms disassociation and photos confirms wear of trunnion; additional information needed such as patient demographics, primary and revision operative reports, clinical and past medical history and examination of explanted components. Device history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.